Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a battery replacement procedure due to an unknown reason. The explanted device was kept by the facility.